Event description:
It was reported that pump malfunction occurred after customer experienced scooter crash and pump displayed malfunction code with non-resettable fault. There was no adverse impact to the customer's blood glucose level. Customer had replacement pump already on hand that had not yet been set up, and technical support planned to assist with setting up replacement pump while no additional information was received regarding further actions or outcomes.